Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: neuchatel team received for evaluation one products of gynecare obturator product code 810081 and lot number 3944830. An investigation was performed on received product and on the batch record file. The product was decontaminated and well packaged. The device received was manipulated with as the original packaging was missing. It was returned: IFU, lid, part plastic sheath, 2 needles, mesh cut in three pieces, helical passers, winged guide and blister with a glued label that stuck corresponds to lot 3944830, same lot at the complaint origin the box, workstation are missing. No damages were found in blister, the sealing transfer is visible and without defects, concluding that the device packaging was correctly sealed and opened afterwards. It was detected that the needles have been removed from the helical passers. Foreign matter can be observed on the helical passers and plastic sheath. No damages or foreign matter were detected on winged guide. Foreign matter is observed on the needles and a damaged needle. It was noted that the device had been manipulated, with the edges of the mesh frayed and the plastic sheath missing. This suggests that the mesh had been stretched. The mesh was received in three pieces and with foreign matter. Based to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event, but it is not related to manufacturing. The product was conforming to specifications at the release.

Event description:
It was reported that a patient underwent urethral suspension surgery on (B)(6) 2025 and mesh was used. It was reported that before the surgery, cracks was found on the product. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.